Event description:
According to the attached medwatch, "during laparoscopy with lysis of adhesions and completion of appendectomy, the pt received a full thickness burn." The burned area was sewn into the surgery incision site.